Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation noted that only the barewire, retrieval catheter (rc), and filtration element (fe) were returned for investigation. Analysis noted blood on the barewire coils and fe tip, consistent with use in the anatomy. Saline was noted on the rc shaft, consistent with handling and flushing in the procedure. The fe and the barewire were returned removed from the rc, consistent with the rc not having been able to be loaded on the barewire. A laser micrometer was used to measure the outer diameter of the barewire, and it met specification. It was noted that the barewire tip coils were stretched for a length of 1 mm and a bend was noted 80 cm distal to the proximal end. As these device issues were not reported, it is likely that this damage was due to handling and may have occurred post-procedurally when the device was being packaged for shipment to abbott vascular. A kink was noted 7.5 cm distal to the proximal end of the barewire, consistent with the reported barewire kink. Potential causes for kinks include, but are not limited to, manufacturing, handling during unpackaging, and procedural handling. In manufacturing, all barewire filter delivery wires are inspected visually for kinks. It was reported that the rc could not be loaded due to a kink, but analysis showed the rc to be unable to difficult to load independent of the barewire. It is likely that the difficulty loading the rc led to a kink on the barewire. As this was due to handling, it is not related to a product quality issue. An attempt was made to backload the barewire through the rc; however a blockage in the rc halted the barewire advancement 4 mm distal to the guide wire exit port. After repeated attempts, the barewire was able to be backloaded through the rc. A dissection was performed from the exit port distally for a length of 10 mm. What appeared to be excess shaft material was present 4 mm distal to the guide wire exit port. A review of the lot history record showed no related non-conforming material records and a review of the complaint database showed no related complaints for this lot. There is no indication of a lot specific quality deficiency.

Event description:
It was reported that during a procedure in the left internal carotid, during the attempt to retrieve the filter, the retrieval catheter encountered resistance with the bare wire due to a kink in the bare wire. Another retrieval catheter was used to successfully retrieve the filter. No adverse patient effects were reported. No additional information was provided.